Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported that the customer received emergency medical assistance on (B)(6) 2019 with a blood glucose of 21 mg/dl. The customer was treated via glucagon injection. The customer experienced symptoms such as loss of consciousness. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the customer did not mention any symptoms like loss of consciousness.